Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that air bubbles were observed within the infusion set tubing. Customer's blood glucose level ranged from 390 mg/dl to 500 mg/dl. Reportedly, the pump supplies were changed to address the issues and insulin delivery was resumed.